Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No additional information was provided.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2020, it was observed that the omnispan meniscal repair 12deg device suture broke. It was not reported if there were any delays in the procedure. Another like device was available for use. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during the surgery of arthroscopic cruciate ligament reconstruction and meniscus suture, the suture broke. No additional information could be provided. The device was received and evaluated. Visual observations revealed that the distal part of the suture is frayed and cut; also, it was received one implant attached in the suture. No other anomalies were observed with the returned implant. The photo provided by the customer showed the same condition found during the physical analysis. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: [6l63090], and no nonconformances were identified. Possible hypothesis could be that the user used snaps or other instrument to pull suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. Moreover, high tension applied during insertion, could have resulted in fraying and cutting the suture. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.